Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) surgery for trochanteric femur fracture. The aiming arm locking device fell while the surgeon was hammering to insert the nail. Surgeon commented this may be due to a structural problem of the device. The surgery was completed successfully within thirty (30) minutes delay using a substitute. Patent outcome is reported as stable. No further information is available. This report is for one (1) aiming arm locking device. This is report 1 of 1 for complaint (B)(4).